Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that the patient underwent cystoscopy, rectus fascia harvest, anterior colporrhaphy, & dilation and curettage on (B)(6) 2014 due to sui, cystocele and abnormal uterine bleeding with ultrasound that shows thickened endometrial stripe. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh removal on (B)(6) 2013 due to pain recurrence. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent diagnostic laparoscopy and lysis of adhesions on (B)(6) 2011 due to right-sided chronic pelvic pain. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted to treat stress urinary incontinence. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.